Event description:
It was reported that the catheter hub was leaking, and required replacement. An ekosonic endovascular device, 135x40cm was selected for use to treat the patient condition of deep vein thrombosis (dvt) procedure. The target lesion was located in the iliac vein. The ekosonic endovascular device was placed and treatment was initiated. While still in the catheterization lab, there was clear fluid observed to be leaking from the hub of the ekosonic endovascular device. The source of the fluid was undetermined. The device was replaced with another ekosonic endovascular device in order to resolve the issue. The patient was stable following treatment but did not receive the intended amount of lytic therapy. There were no further adverse consequences reported for the patient. It was further reported that an epoxy-adhesive was applied to the ekosonic endovascular device in an attempt to stop the leak, but the attempt was unsuccessful. The coolant used during the procedure was normal saline, 2000u heparin. The lytic agent used during the procedure was urokinase-type plasminogen activator (upa). There were no further details reported.

Manufacturer narrative:
D4: lot number: reported as 201103124-003. Device analysis: the ekosonic endovascular device was returned to the complaint investigation site. During initial inspection, it was observed that there was a hard green substance and tape on the exterior of the device. This green substance was later confirmed by the customer to be an epoxy-adhesive, which was applied to stop the leaking of the catheter. During decontamination, it was noticed that the device was still leaking from the tip of the strain relief, confirming the reported leak. Additional functional testing further confirmed the leak. Microscopic visual inspection showed a tear in the tubing under the strain relief and tearing of the tubing within the catheter hub. The reported event of leaking of liquid from the drug port was confirmed due to the tearing of the catheter tubing at the hub.

Event description:
It was reported that the catheter hub was leaking, and required replacement. An ekosonic endovascular device, 135x40cm was selected for use to treat the patient condition of deep vein thrombosis (dvt) procedure. The target lesion was located in the iliac vein. The ekosonic endovascular device was placed and treatment was initiated. While still in the catheterization lab, there was clear fluid observed to be leaking from the hub of the ekosonic endovascular device. The source of the fluid was undetermined. The device was replaced with another ekosonic endovascular device in order to resolve the issue. The patient was stable following treatment but did not receive the intended amount of lytic therapy. There were no further adverse consequences reported for the patient.

Manufacturer narrative:
Lot number: reported as 201103124-003.